Manufacturer narrative:
Manufacturer's investigation conclusion: the report of pump thrombosis could not be confirmed through this investigation as no product or images of the clot were submitted. A specific cause for the reported tamponade as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until they expired on (B)(6) 2021 due to multisystem organ failure. No product is available for investigation. The heartmate 3 lvas IFU (rev. C) is currently available. The heartmate 3 lvas patient handbook (rev. C) is also currently available. Section 1 of this document lists pump thrombosis and cardiac tamponade as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management" lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 5 of the patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was started in intravenous heparin on (B)(6) 2021. The patient's controller started alarming for low flows on (B)(6) 2021, which lasted roughly 25 minutes. The patient showed signs of tamponade and was taken to the operating room (or). Their international normalized ratio (inr) was 1.2 and partial thromboplastin time (ptt) was 69.9 seconds. While in the or, a clot was noted near the outflow graft. One the clot was removed, flow values were restored. The patient's chest was closed and they were transferred back to the intensive care unit (ICU). The patient was reportedly stable and would undergo rehab to improve their strength.